Event description:
After successful stent assisted coiling of the acomm aneurysm, the patient was examined upon transfer to the floor and revealed new left body weakness (pronator drift, 5-/5 le weaknesses), patient reported an onset at night the day after the procedure. Stat MRI/mra of the head was obtained and revealed multiple infarcts in the right mca territory/watershed region. Good flow was demonstrated on the mra with patent stent in right aca noted. Follow-up examination the following day post procedure showed decreased left nasolabial fold, and left arm pronation; mildly decreased amplitude of left foot dorsiflexion, but otherwise good power on her left arm and leg. Prior to this event, upon admission to the micu, immediately post procedure, the patient developed bleeding from the soft palate, secondary to injury during difficult intubation. Care was necessary since the blood pressure was persistently elevated requiring nitroprusside drip. The patient presented for recoiling of wide necked right anterior communicating artery aneurysm after residual filling of neck was noted on diagnostic angiography with single coil migration into the distal right anterior cerebral artery. The patient was non-compliant with pre-procedure antithrombotic medication, and missed 2 days of aspirin and plavix. Therefore, two extra doses of plavix the day of the procedure were given.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10071813. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After successful enterprise vrd assisted coiling of an anterior communicating (acom) artery aneurysm, and an unknown duration of stay in the ICU post procedure, the patient was examined upon transfer to the floor and new left body weakness (pronator drift, 5-/5 le weaknesses) was revealed. The patient reported an onset at night the day after the procedure. Stat MRI/mra of the head was obtained and revealed multiple infarcts in the right middle cerebral artery (mca) territory/watershed region. Good flow was demonstrated on the mra with patent stent in right aca noted. Follow-up examination the following day post procedure showed decreased left nasolabial fold, and left arm pronation; mildly decreased amplitude of left foot dorsiflexion, but otherwise good power on her left arm and leg. Prior to this event, upon admission to the (B)(6), immediately post procedure, the patient developed bleeding from the soft palate, secondary to injury during difficult intubation. Care was necessary since the blood pressure was persistently elevated requiring nitroprusside drip. The patient presented for recoiling of wide necked right anterior communicating artery aneurysm after residual filling of neck was noted on diagnostic angiography with single unknown coil migration into the distal right anterior cerebral artery. The patient was non-compliant with pre-procedure antithrombotic medication, and missed 2 days of aspirin and plavix. Therefore, two extra doses of plavix the day of the procedure were given. The patient's medical history consisted of left anterior choroidal aneurysm clipping and right acom aneurysm coiling. No further information has been provided in response to multiple investigative efforts. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10071813. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is known potential adverse event associated with neurovascular stent implantation procedures and is listed in the instructions for use as such. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. This patient¿s pre-procedure noncompliance with antiplatelet therapy and vessel/lesion characteristics may have contributed to the event. Additionally, there is no information available regarding procedural factors, stent placement, vessel characteristics or antiplatelet therapy in the presence of the unrelated soft palate bleed. No conclusion can be made regarding the relationship of the reported event and the stent assisted acom aneurysm procedure; however, based on the available information, the report that images demonstrated patency of the treated vessel and the enterprise vrd, and the location of the infarcts in the mca territory, there is no evidence of any device design, performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.